Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the ats45 device was received with the firing trigger broken and no reload was received. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. Although no conclusion could be reach on what caused firing trigger broke, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, gun was fired fully, but the plastic dark firing handle snapped off. Another gun was used. The procedure outcome was good and the patient was not harmed.